Event description:
Customer reported the power plug is defective. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power plug. System operates as intended. (B) (4).